Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switch episodes were observed due to due to far-field r wave oversensing. Patient was experiencing inconvenience during the episodes. Programming changes were made; device remains implanted. Patient was stable.